Manufacturer narrative:
Additional information : imdrf annex a and g codes. Additional information : manufacturer narrative the root cause for the reported issue of on start up of pump, patient ID entered and message saying invalid ID seen on screen was not determined. The reported issue that there was an on start up of pump, patient ID entered and message saying invalid ID seen on screen could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported.

Event description:
It was reported that the audit performed by nurse michelle wigg in april in theatre found recently that approx. 50% of alaris system infusion pumps in pacu area are not letting the nurse enter the patient ID when setting the infusion up and they get a message saying that the patient ID is invalid. The nurses are able to continue programming the pump as planned, and there is no change to infusion programming other than the patient ID not being recorded to the infusion. The pumps were not put aside when the issue was noted and sn's not recorded. The issue was reported internally to chemtronics biomedical engineering who then reported it to pharmacy. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the audit performed by (B)(6) in (B)(6) in theatre found recently that approx. 50% of alaris system infusion pumps in pacu area are not letting the nurse enter the patient ID when setting the infusion up and they get a message saying that the patient ID is invalid. The nurses are able to continue programming the pump as planned, and there is no change to infusion programming other than the patient ID not being recorded to the infusion. The pumps were not put aside when the issue was noted and sn's not recorded. The issue was reported internally to chemtronics biomedical engineering who then reported it to pharmacy. There was no patient involvement.